Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the lancet device is no longer working. Preliminary evaluation on (B)(6) 2014 found that lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Requested alleged lancet device for evaluation.